Event description:
It was reported that the caller was experiencing a shocking or jolting sensation for about a month. The sensation began on the patient's right side, but is now felt on the patient's left side as well. There was no known accident or incident related to this complaint. Stimulation changes when the patient bends down, and the sensation still occurs when the device is turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot # v003186, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708340; serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).